Event description:
The customer reported the unit is not analyzing or printing a 12 lead ECG. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the unit is not analyzing or printing a 12 lead ECG. There was no reported adverse pt impact. A third party field service engineer evaluated the device and could not recreate the 12 lead ECG issue. The device passed all performance assurance testing and was returned to use. Philips is unable to confirm the reported problem. As of (B)(6) 2012 the customer has not reported any further trouble with this device.